Manufacturer narrative:
The device powered up properly after battery installation. No blank display noted. The device passed the self test, sleep current measurement, active current measurement, and the displacement test. The device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 165 mg/dl. The customer was assisted with troubleshooting. Customer states that display did not returned after pump restart. The insulin pump will not be returned for analysis.